Event description:
Reportedly, during a pacemaker follow-up performed on (B)(6) 2017, it was observed that when ¿a lead¿ was selected for threshold testing, the displayed egm did not automatically change from egm v to egm a. Afterwards, the operator manually had egm a displayed and started a threshold test again. Atrial threshold testing was then successfully performed.

Event description:
Reportedly, during a pacemaker follow-up performed on (B)(6) 2017, it was observed that when ¿a lead¿ was selected for threshold testing, the displayed egm did not automatically change from egm v to egm a. Afterwards, the operator manually had egm a displayed and started a threshold test again. Atrial threshold testing was then successfully performed.

Manufacturer narrative:
Preliminary analysis showed that the displayed egm was most probably changed manually by the user from egm a to egm v before launching the atrial threshold test. The displayed channel remains the one manually selected by the user, as expected.

Event description:
Reportedly, during a pacemaker follow-up performed on (B)(6) 2017, it was observed that when ¿a lead¿ was selected for threshold testing, the displayed egm did not automatically change from egm v to egm a. Afterwards, the operator manually had egm a displayed and started a threshold test again. Atrial threshold testing was then successfully performed.